Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an elective generator change. After the procedure, it was noted that the pacemaker would not communicate through telemetry. A radio frequency telemetry reset was attempted but did not resolve the issue. The patient was mailed an indictive merlin monitor. The patient was stable throughout the event.